Event description:
On (B)(6) 2011, the pt contacted caire of an alleged incident that took place in the pt's home, while using an integra 10 lpm oxygen concentrator. The pt explained that he "teed" together two integra units when they both abruptly stopped working and shut off. The pt continued to allege that he passed out before he could get to the units, and that his fingers turned blue. The initial rptr stated that the pt's condition following the alleged incident is good.